Event description:
The customer received blood glucose readings of 225 and 230 mg/dl from her contour and readings of 87 and 85 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.